Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 48 mg/dl at the time of incident. The customer¿s current blood glucose value was 254 mg/dl. The customer treated the low blood glucose event with glucose tablets and drank juice. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer alleged that the insulin pump was over delivering because they found a bolus delivered that they did not input. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.